Event description:
This ICD was implanted on (B)(6) 2011 (lv and a leads were added; rv lead implanted in 1994 remained). On (B)(6) 2012, a pt follow-up was performed (while already at the hospital due to a non-cardiac cause), and ventricular noise oversensing was observed in several episodes recorded in the implant memories. The physician reprogrammed the v sensitivity from 0.4mv to 0.6mv, apparently solving the problem. He asks for analysis and recommendations.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.